Event description:
International distributor contacted dexcom technical support on (B)(6) 2014 to report that the patient's father reported an out of range signal for about 1.25 hours on (B)(6) 2014. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.